Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the scroll compressor and the threaded probe temperature sensor. Operational tests were carried out with positive results.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit is overheating after 24 hours. There was no injury or harm reported.